Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A flexor raabe guiding sheath was used in an unspecified procedure. It was reported that when the physician advanced the sheath through the wire guide, near the lesion, the plastic check-flo valve fell off onto the table. The physician exchanged the sheath and used a new device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One used flexor raabe guiding sheath was returned with bio-material present. Three photographs were provided by the customer and are located in the attached files of the complaint. The photographs detail that the connecting tube is separated from the sidearm opening of the check-flo body, as reported. No glue is visible on the sidearm opening of the check-flo body or the connecting tube. The outer diameter of the connecting tube and inner diameter of the arm was measured and met specification limits. The inner diameter measurement of the side-arm was determined to be out of specification. Due to the absence of glue and the inner diameter measurements of the side-arm opening, the check-flo body was deemed to be built out-of-specification. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. It is feasible to suggest that the absence of glue would have lead to the separation of the connecting tube from the side arm. Additionally, the inner diameter of the sidearm being too small could have caused the glue to displace from the connecting tube due to friction between the connecting tube and sidearm opening. Based on the information provided, examination of the returned product, and the results of our investigation, the root cause of this event was determined to be related to manufacturing. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.